Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the mask had proper leak. The fse advised the customer to run the unit to attempt to duplicate the issue, and then run performance verification testing to verify proper operation. The customer reported an error 1105 (alarm led failure) when the unit was powered on. The fse advised the customer to replace the overlay power switch. Multiple unsuccessful attempts were made to follow up with the customer; however, the customer could not be reached for further information.

Event description:
It was reported that the unit was not registering flow and kept alarming for peak inspiratory pressure (pip). The device was in use at the time of the event; however, there was no patient harm. The patient was switched to another ventilator. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21feb2019. Date rec¿d by MFR: 19feb2019. The customer returned an air flow sensor to philips for failure analysis. Testing of the part revealed that a component was out of specification. Replacement of the component corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.